Manufacturer narrative:
Review of the most recent repair record determined the unit was sent in for preventative maintenance and the ball detent needed replacement. The ball detent was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.

Event description:
It was reported that the unit does not proper mesh. The event timing was during kit inspection. There is no harm or delay reported. There was no patient involvement. Due diligence is complete and there is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends